Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing user interface pcba and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Due to character limitations , initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. The device additionally showed a visual service wrench indicator and a 'check printer' message. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and determined the cause of the reported issue to be faulty memory on the the u2 processor.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. The device additionally showed a visual service wrench indicator and a 'check printer' message. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.